Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a thoracotomy procedure, the device would cut but stapled partially. During the procedure, the last 10 staples were normally delivered but were not closed on the tissue. The section worked normally. No important bleeding. The surgeon removed the 10 malformed staples and finished the procedure with a manual suture. There were no adverse consequences for the patient.